Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of myopotentials over-sensing. No intervention was reported. The patient condition was unknown.